Event description:
It was reported that the atrial lead had high thresholds and impedances of 570 ohms. In addition the lead was oversensing. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.